Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporter's complaint that this small battery drive will not turn off was confirmed. The unit was tested and ran continuously when power applied. This is most likely due to immersion during cleaning.

Event description:
It was reported the small battery drive would not turn off and ran continuously. Trigger on device was unresponsive. Problem occurred during testing. No patient involvement.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).